Event description:
Failure to maintain vacuum: patient has softport foam dressing on a wound. The patient had a leak previously.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium with soft port. Smith & nephew received the above product complaint for an adverse event. No samples, pictures or lot number information were provided or received for evaluation, therefore, a device history record review investigation could not be performed with the limited information provided. The complaint description indicates that the foam filler was stuck in the wound and that the dressing was not changed according to schedule due to the patient declining the nurse visit to change the dressing. The use of negative pressure wound therapy may represent a risk of tissue in-growth. As a precaution in the instructions for use (IFU), in order to minimize this risk, it is recommended to increase the frequency of dressing changes. The IFU indicates that the dressing changes should occur every 48 ¿ 72 hours after initial application. If the foam is stuck in the wound, normal saline solution should be applied, letting it set for 15 ¿ 30 minutes before gently removing the foam. In this case, the fact that the patient declined the nurse visit to change the dressing on the scheduled date may have contributed to the event described. The complaint description indicates that the nurse soaked the foam around the edges to try to remove it; however, it was not bulging. It is not clear if normal saline solution was used or for how long the nurse soaked the foam before trying to remove it. The results of the complaint investigation were unconfirmed.